Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "there appears to be another safety report (from 9/19) for the cath guard becoming unlocked at the distal twist lock. Proximal twist lock was verified as correct. Report came from micu". Additional information received states "the pa catheter migrated due to the cath-gard not being secured despite it being locked." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "there appears to be another safety report (from 9/19) for the cath guard becoming unlocked at the distal twist lock. Proximal twist lock was verified as correct. Report came from micu". Additional information received states "the pa catheter migrated due to the cath-gard not being secured despite it being locked." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".